Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was not returned for evaluation. The battery (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Review of the alarm log file revealed that two controller fault alarms and one critical battery alarm were logged on 05/dec/2021. The controller fault alarms were logged at 14:46:28 and 14:46:50, indicating a power out of range. During the controller fault alarms, (B)(6) was the primary power source with 55% relative state of charge (rsoc). The critical battery alarm was then logged at 15:21:55 involving (B)(6) indicating that the battery depleted to 1% rsoc. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following the alarms were not available. Based on the available information, it is likely (B)(6) was reporting a frozen rsoc value. Since the reported rsoc value did not decrease, no low battery or critical battery alarms were triggered to alert the patient to replace the battery leading up to the controller fault alarms. Prior to the controller fault alarms, it is likely that the battery's voltage fell below voltage threshold and the controller fault alarms were triggered indicating battery approaching 0% rsoc. The battery then likely started to report the accurate battery capacity, triggering the critical battery alarm. As a result, the reported events were confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions, resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. Additional products: d4: (B)(6), h3: yes h6: img code(s): g02013 h6: FDA method code(s): FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional product: brand name: heartware ventricular assist system ¿ battery , model #: 1650de / catalog #: 1650de/ expiration date: 31-aug-2021/ serial#: (B)(4) ,UDI #: (B)(4),concomitant medical products: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 13-aug-2020 ,and labeled for single use: no.

Event description:
It was reported that the controller exhibited a controller fault alarm due to a faulty battery. It was also noted that there was an erroneous critical battery alarm at 1%, the battery capacity dropped in 30 minutes from 55% to 1%. The controller remains in use and the battery was exchanged. No patient complications have been reported as a result of this event.